Manufacturer narrative:
The device was returned to gore for analysis, a supplemental medwatch will be submitted when results of analysis are available. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2020, during an endovascular procedure with gore® excluder® aaa endoprostheses featuring c3® delivery system it was reported that the excluder® lockwire separated from the catheter and punctured the sheath. The device was removed and another one was used to complete the procedure. The patient tolerated the procedure without incident.

Manufacturer narrative:
H6: code 10, code 4315: the device evaluation showed the following: a visual inspection revealed the lock pin is dislodged from its seating in the leading olive. No other damages to the olive were observed. Based on the findings from the evaluation, the physician¿s observation that the lockwire was separated from the catheter was confirmed. Because the introducer sheath was not returned, the physician¿s observation that the sheath was punctured could not be confirmed, however the observation is consistent with the observed dislodged lock pin. The likely cause for the lock pin becoming dislodged from the leading olive could not be determined with the available information.